Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the ruby coil unintentionally detached in the introducer sheath. The procedure was completed using another ruby coil. There was no report of an adverse effect on the patient.